Manufacturer narrative:
One graft thrombectomy catheter was received inside a broken shipping tube. The round outer brown box was not damaged. The catheter was received with the clear adaptor broken. The clear adaptor was broken at the bond site, between the clear adaptor and the white tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. When the catheter was removed from the tube, it was found to be in good condition. The complaint was confirmed and appears to be related to shipping of the product.

Manufacturer narrative:
An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.additional information: the manufacturer and expiration dates and approximate age of device provided for the lot number.

Event description:
It was reported that the product was sent and damaged when received. The box was not damaged. It was wrapped with bubble wrap. It appeared as if someone pushed it in and snapped the head (adaptor)off.